Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The icp sensor was implanted to the patient around (B)(6) 2017. However, after 2 weeks from the implantation, the nurse noticed that the score was not displayed in the monitor on (B)(6) 2017. The sensor was explanted from the patient¿s body within the day. It was found that the catheter was being disconnected (cut) near the root of the introducer. The surgeon commented that this event didn¿t affected the patient¿s condition. No further information was provided by hospital reported.

Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material and internal wires were stretched and broken inside the strain relief at the connector. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.